Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with fj932t - abc self-locking cervical screw 4.0x14mm. According to the complainant, the screw was being locked-in when the top broke off. This occurred during an anterior cervical discectomy and fusion (acdf) procedure. Patient harm was unknown. There was no surgical delay. Further details have been requested. The adverse event is filed under aag reference: (B)(4).

Event description:
Update: patient harm updated to none from unknown.

Manufacturer narrative:
Additional information: h6 - codes updated investigation: up to now, there is no sample available for analysis, therefore an analysis cannot be carried out. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and preventive measures: due to the fact that on the one hand there is no sample for analysis and on the other hand the error description is not meaningful enough, the risk analysis is not applicable in this case. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.